Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a pump error alarm on the insulin pump. The customer¿s blood glucose was 47 mg/dl. They declined troubleshooting for the low blood glucose. Troubleshooting was performed on the insulin pump. They were able to complete the insulin pump rewind. They performed a fill cannula into the air and it was recorded in the daily history. The device passed the self-test. The device will not be returned for analysis.